Manufacturer narrative:
The pump is in the process of being evaluated.

Event description:
An infusion pump with a failure code 810:11. The event was reported to have occurred during patient infusion. No record of any patient incident involving the pump.